Event description:
It was reported that the tip of the needle was noted missing at the end of the rotator cuff repair. X-ray films taken at the recovery room indicate that approximately 2-4mm of the needle remains in the patient's shoulder. It is believed that the needle is located in either the rotator cuff or the biceps tendon. Piece retrieval will not be attempted at this time. No further patient information is available and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complaint could not be verified. Review of the device history revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of the complainant's event could not be determined from the information available and without device evaluation.